Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) had fluid loss. The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Event.